Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unintended dose of morphine was delivered. Per report, the customer states "medication infused to a patient without permission on (B)(6) 2026, at 1300." There was patient involvement, but no harm. Additional information provided (B)(6) 2026: the customer provided the following order instructions; morphine 30mg/30ml (1mg/ml) in normal saline (ns) was ordered; bolus dose 0.33mg, bolus lockout 10 minutes, continuous dose 0.33mg/hr, maximum dose 2.31 mg, route intravenous, as needed for breakthrough pain.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device had unintended dose of morphine was delivered was not identified during the customer call. The case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unintended dose of morphine was delivered. Per report, the customer states "medication infused to a patient without permission on 5mar2026, at 1300." There was patient involvement, but no harm. Additional information provided 10mar2026: the customer provided the following order instructions; morphine 30mg/30ml (1mg/ml) in normal saline (ns) was ordered; bolus dose 0.33mg, bolus lockout 10 minutes, continuous dose 0.33mg/hr, maximum dose 2.31 mg, route intravenous, as needed for breakthrough pain.